Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.